Event description:
The staff stated that the pt has a dry wt of 49.8 and pre wt of 49.8. The staff stated the uf removal goal was set to 0.5 and the displayed uf rate was 0.13 l/h. During the treatment about 1500cc normal saline was dripped to pt. The staff said that 3 hours into treatment the pt had symptoms of cramping. The staff gave broth and saline. The pt was removed from dialysis about 25 minutes early. Pt was weighed at 48.5 kg, 1.3. Kg below target wt. Total fluid removed is estimated at 2.3 kg. Pt stabilized and was released.